Event description:
This customer reported that the device failed the shift/system check for pacing. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the device failed the shift/system check for pacing. There was no pt involvement. The device was returned to philips for eval. The reported symptom was reproduced. Replacement of the power pca resolved the symptom.